Event description:
I had a new ICD (implantable cardioverter-defibrillator) implant on (B)(6) 2023 because of bacteria that infected 1 wire. Eight months later, (B)(6) 2024 I was told that the new defibrillator wire was fractured. The wire was turned off from my pacemaker ICD (implantable cardioverter-defibrillator) and a new defibrillator was implanted on my left side on (B)(6) 2024. I do not have any test information, my download showed abnormalities and was scheduled for a new implant on (B)(6) 2024.